Manufacturer narrative:
(B)(4). No defect was found .no damage found to the keypad. All buttons respond to presses appropriately. Keypad was removed; no damaged/misaligned contacts found, evidence of contamination found under the down arrow button contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the down arrow keypad button has been intermittently unresponsive for the past two weeks. The patient reportedly carries the pump in a pouch and does not clean the pump. There is no reported patient impact associated with this complaint. This complaint is being reported because the alleged keypad issue remained unresolved.